Manufacturer narrative:
Patient ID, age/date of birth and weight are unknown. Unknown date in (B)(6) 2017. Unknown date, most likely in (B)(6) 2017. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate and cable were broken. The devices were implanted in (B)(6) 2017. In (B)(6) 2017, the patient fell; the plate and patient¿s bone were broken; it is unknown when the cable broke. The devices were explanted on an unknown date and an external fixator was used instead. Concomitant devices: cortex screw (part 214.836, lot 8713556, quantity 1); cortex screw (part 214.832, lot 9949965, quantity 1); locking screw (part 212.214, lot l423301, quantity 2); locking screw (part 212.214, lot 9692388, quantity 1); locking screw (part 212.211, lot l419287, quantity 1); locking screw (part 212.212, lot l406159, quantity 1); locking screw (part 212.212, lot l373708, quantity 1); locking screw (part 212.212, lot l446604, quantity 1); locking screw (part 212.203, lot 3528318, quantity 1); cerclage fix (part 281.002, lot l367731, quantity 1). This is report 2 of 2 for (B)(4)..

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Additional information was received indicating that the cable was not damaged as previously reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Additional information was received indicating that the cable was not damaged as previously reported.